Event description:
The customer reported that the collimator was too large and a jittery error message displayed on the system.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.